Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle. The formed needle was visible in the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted in a failure to retract the needle after needle fire. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 21.9 mmol/l (394.2 mg/dl) while wearing the pod between 4 and 24 hours on the leg. The pod was removed and the cannula was noted to be bent. Hyperglycemia treated by activating a new pod and bolus.